Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that internal leakage test failed and expiratory valve was defective. On-site investigation revealed occurrence of internal leakage and pressure transducer test failure and confirmed that replacement of expiratory valve does not solved the issue. Based on technician statement, expiratory and inspiratory pressure transducer tubes and filter were adjusted and issue was solved. The device passed all performance tests and could be returned to clinical use. The pressure transducer tubes and filter would not affect ventilation and will be detected during pre-use check. Therefore, this situation is not-safety related, the issue will be displayed and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).